Manufacturer narrative:
(B)(4). Malformed clip. The analysis results for the instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed and one malformed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the device was set aside with no information available or additional contact to provide information. There was no adverse consequence to the patient.